Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the device and replaced the system's hard drives.